Event description:
It was reported to covidien in 2009 that a customer had an issue with a dialysis catheter. The customer reports poor tissue ingrowth at catheter cuff of palindrome sapphire. Customer reports catheter has fallen out, and the catheter was replaced.

Manufacturer narrative:
An investigation is underway. Upon completion, the results will be forwarded.